Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During procedure, it was noted there was a slight break in the right ventricular (rv) lead's insulation. The rv lead's function was otherwise normal. A lead repair kit was used on the lead. The patient was stable.